Event description:
It was reported that during a vats procedure the surgeon used the device twice and the blade broke. The blade was separated from the shears. The procedure was prolonged for 230 minutes. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/30/2007. Information anticipated, but unavailable at this time.